Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they visited the emergency room due to blood on site on an unknown date. The customer¿s blood glucose level was unknown. The customer was on blood thinners. The insulin pump also received change sensor alarm and calibration not accepted alarm. The sensor will not be returned for analysis.